Event description:
It was reported to philips that the allura device intermittently would not boot up. The device was outside clinical use at the time of the event. No harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and determined that the system was malfunction with button. Fse replaced the review module. After replacement of review module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.